Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The device trained customer has not requested an return good authorization (rga) for the suspect device/component. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported an unresolved intermittent auto cycle issue on this avea ventilator. The customer reported no patient involvement with this event.